Manufacturer narrative:
(B)(4). Batch # unk. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that during a minimally invasive procedure for hemorrhoid, when the surgeon fired the device it gives the staple line without cutting. To complete the procedure, surgeon has to use manual cutting device. There were no adverse consequences for the patient reported. The device was discarded.